Event description:
It was reported that the unit has failed to connect. There was no case involvement and no adverse patient consequences occurred.

Manufacturer narrative:
Damage to drive connector or coupling. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.